Event description:
It was reported that the ventilator reset multiple times with reset displayed while connected to the patient. It is unknown if the ventilator audibly alarmed when the reported problem occurred. The patient was placed on another ventilator. No patient harm reported.